Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) died in 2009 due to unk causes. Also, no autopsy was performed and the device was not interrogated post-mortem.

Manufacturer narrative:
According to all available info, the device was interred with the pt and will not be returned to boston scientific, crm for analysis. If further info becomes available, this event will be updated and an updated report will be submitted.